Event description:
One touch basic enhanced meter would prompt "not ok". Patient visited physician, since unable to obtain a blood glucose reading. No treatment was administered. Patient reported that message appeared during a test, which according to the owner's manual would indicate that the test strip was removed while the word wait was on the display. The customer service representative confirmed that the strip was not removed during the test and the patient had been cleaning the meter correctly. The patient was walked through a re-test and the meter prompted "not ok". The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was resolved through troubleshooting. Patient's meter was replaced.